Manufacturer narrative:
Additional info: additional information was received and it was learnt that the 70 year-old patient was experiencing negative dysphotopsia, shadows from the edge of the lens. The amo lens was explanted and replaced with a non-amo lens. There were no complications, no vitrectomy was performed and no patient injury was reported. The patient outcome was reported as good. No further information was provided. Age at time of event: (B)(6). Device available for evaluation? Yes - returned to manufacturer on: 09/05/2017. Device returned to manufacturer? Yes. (B)(4). Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in two pieces, probably to make the removal possible. Considering the condition of the lens, additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of birth: unknown, not provided. Date of event: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (model aab00, +21.0 diopter) was explanted in a secondary surgical procedure from the right eye of a female patient because of a refractive error. Reportedly another lens was implanted, model unknown +20.5 diopter. No further information was provided.